Manufacturer narrative:
The reagent lot number is 812040 with an expiration date of 30-jun-2025. The calibration and qc were acceptable. The field service representative found a hole in the suction tube on the rinse station. He replaced the tube and adjusted the cuvette washes and needle wash controls. He performed checks and verified the instrument was performing within specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable iron2 results for 1 patient on a cobas 8000 c 702 module. The initial result was 783 g/dl. The result was reported outside the laboratory and was questioned by the physician. The sample was retested and the results were 71 g/dl and 72 g/dl. The sample was retested on another module and the result was 70 g/dl on (B)(6)2024. On (B)(6)2024 a new sample was obtained and the result was 151 g/dl.